Event description:
There was an allegation of questionable results from the cobas pure c 303 analytical unit. Sample 1 initial bun result was 69.8 mg/dl. The customer thought the result was too high and repeated testing. The repeat results were 29.4 mg/dl and 29.6 mg/dl. The questionable result was not reported outside of the laboratory. Sample 2 initial crp result was 75.9 mg/l. The customer repeated testing as the patient's previous result was 35 mg/l. The repeat results were 1.79 mg/l and 78.7 mg/l.

Manufacturer narrative:
The bun reagent lot number was 817099 and the crp reagent lot number was 813728. The expiration dates were not provided. General reagent issues were excluded as the result that was believed to be correct was obtained using the same reagent. The field service engineer found a filter in the reaction bath was misaligned and corrected it. He replaced the cells and confirmed the tests and module running within specifications. The investigation determined the service actions resolved the issue.